Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump reset unexpectedly multiple times. In addition, it was reported that the customer's fill estimate was inaccurate. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the customer was able to reload a cartridge onto the pump and resume insulin delivery.

Manufacturer narrative:
Insulin gauge issue.